Event description:
The svc report shows that while performing an incoming eval of the device, the volumes were found to be out of spec. The svc technician inspected the device and replaced the cup seal. The unit passed extended testing.